Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the electrodes would not adhere to the patient's skin. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This follow up medwatch report is reporting the evaluation of the device. This follow up medwatch report is also updating information submitted on the initial medwatch report. Evaluation results: the electrodes from the event were received for evaluation. An investigation was conducted on the returned pair of electrodes, a retained pair of electrodes and retained raw material foam for pro-pad biphasic electrodes lot number 2815. The electrodes and raw material foam passed an adhesive peel test within specification and reflected excellent bonding capability. The evaluation and testing performed did not show any adhesive issues an no faults were found. Analysis of reports of this type has not identified an increase in trend.